Manufacturer narrative:
Integra has completed their internal investigation on april 7, 2017. Results: the catheter has not been returned for investigation. DHR review; a review of the device history records based on the model (1104b) reported by the customer for the past twelve months (since the customer did not report the catheter lot or ID number) did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process complaints history: complaint history, model 110-4xxx, from mar-2016 through 30-mar-2017 reviewed; there were five other complaints that issued with complaint code (B)(4), and none of them was confirmed. Conclusion: because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Event description:
After several disconnections for CT scans, the camino probe measured more and more incorrect icp parameter. Finally, the pressure was negative. The probe was 10 days in the patient. There was no patient injury or death alleged and the event did not lead to an increase of surgery time. No product to be returned as it was thrown out. Product manager had a phone call with the physician, to give him more tips and handling for the next use of the probes. It was not known if the probe had a failure or it was a misuse of the customer during disconnecting from the monitor.